Event description:
It was reported that when stimulation was turned on there was discomfort at the pocket site. This began following a fall 2.5-3 weeks ago. The patient was to see their healthcare provider. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).